Event description:
The report from the affiliate indicated that twenty (20) minutes after the index procedure, the pt complained of chest pain and st-elevation was observed on the ECG. Coronary angiography was done and thrombus was observed inside the previously implanted cypher stents. The acute thrombosis was treated by aspiration of the thrombus and percutaneous transluminal coronary angioplasty (ptca). An intra aortic balloon pump (iabp) was inserted, and the pt was taken to the intensive care unit (ICU). The pt was transferred form the ICU six (6) days later in stable condition. The physician's comment regarding the probable cause of the thrombotic event was that it might be due to the vessel dissection that occurred during pre-dilation.

Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. The index procedure was an elective case. The target lesion was the proximal/mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, a bifurcated lesion, eccentric, 35 mm in length, vessel diameter of 3.0-3.5 mm, and type c. The lesion was pre-dilated with a 3.0 x 30 mm balloon at 18 atm for 20 sec. During the pre-dilation, a dissection was noted. The dissection was treated by implantation of a cypher 3.0 x 18 mm stent at 20 atm for 20 sec (twice) at the distal end of where the pre-dilation was conducted. An add'l cypher 3.5 x 23 mm stent was implanted at 20 atm for 20 second (twice) at the proximal end of the first stent, but not overlapping the first stent. The stents were not post-dilated. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. The product is not available for evaluation and testing. Additional info will be submited within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2006-01096 and #9616099-2006-01097. Add'l lot # i0606095. Add'l expiration date 10/03/2006. Add'l MFR date 06/2006.